Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting error code 1104 code backup alarm failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. No other check vent or vent inop codes logged. The rse advised to replace the central processing unit (cpu) printed circuit board assembly (pcba) and discussed replacement to include reprogramming the serial number and total operating hours then to call back to get the encryption codes for the software options. The rse provided parts ID for the cpu pcba (software 2.30). The customer called back in to technical supported informing he replaced the cpu pcba to resolve issue and is requesting options code to be added to reenable the software options. Provided encryption codes for, and successfully enabled, cflex, avaps, ramp and autotrak+ options. Unit now operates without giving any check vent alarms. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.